Event description:
A malfunction was reported on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump, and advised the customer on the use and setup of the new pump, including updating the software. Instructions for returning the malfunctioning pump were provided and acknowledged by the customer.